Manufacturer narrative:
Contact with the account concerning the device was made. A response was received indicating that the device(s) will not be returned for a full investigation as the device was thrown away.

Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that the device broke off into three pieces during procedure, inside patient, while being removed from the patient. No patient harm, injury or consequences were reported.